Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer provided a lot number (07-36-74-349); however, this lot number is not recognized by baxter. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during infusion of antibiotics. The reporter stated that the nurse had noted antibiotics on the floor by the patient's bed. The set and the IV bag were inspected, and no visible leak source or damage was observed. The nurse also inspected the connection between the set and the bag, and did not notice any issues. No other sets were in use at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.